Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started their sensor session without further cgm error codes appearing.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.